Manufacturer narrative:
(B)(4). Analysis of the desktop charger (serial number (B)(4)) found that connector pin was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the desktop charger had a loose connector pin and wouldn't charge the recharger. A replacement was sent. Further information received from the consumer reported that the replacement did not arrive overnight and the implant depleted and he was unable to recharge. The patient lost stimulation which was considered a gradual change in therapy or symptoms. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.